Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. Antibiotics was administered, and the cardiac resynchronization therapy de fibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.